Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, the pt reported experiencing elevated blood glucose for the past 4-5 days. He has not been able to lower his blood glucose by bolusing with the infusion device and he injected insulin via syringe. He stated his blood glucose measured 158 mg/dl at 3:00 am and he bolused 5 units of insulin. At 7:00 am he woke up feeling nauseated and his blood glucose measured 518 mg/dl. He stated he has injected a total of 60 units of insulin today and he injected 90 units of insulin yesterday. He stated he has changed his infusion site 3 times over the past 4 days using different areas of his abdomen. The adapter has not been changed recently and he was advised to change the adapter with every 10th insulin cartridge changed. He stated he has had a "spot" or infection on his leg for 3-4 weeks and he went to the hospital yesterday because it was bleeding. He was not given any medications. He was disconnected from the infusion device for 45-60 minutes yesterday and he could feel his blood glucose elevate. He stated he disconnected from the infusion device and primed and insulin was flowing. He was advised to try switching to his backup infusion device. Upon f/u on (B)(6) 2010, the pt reported he changed his infusion site and accessories and his blood glucose returned to normal. He stated he believes he had a bad infusion site because there was a knot in the area. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.